Event description:
The device object of this report was implanted on (B)(6) 2007 with a ventricular medtronic lead (B)(4) positioned in the apex. During the routine follow-up performed on (B)(6) 2007, the device's memories indicated that 102 ventricular fibrillation episodes were detected by the device without any shock being delivered. The oversensing was reproduced with pt breathing, even at low sensitivity. Therefore, a re-intervention was performed (date unk) and the lead was replaced by biotronik linos (B)(4) lead. The device remained implanted. During the follow-up performed on (B)(6) 2007, the device's memories indicated that 115 ventricular fibrillation episodes were detected: one shock was delivered. All recorded episodes showed oversensing phenomenon similar to the one observed before lead replacement. The oversensing was reproduced with pt breathing, event at low sensitivity.

Manufacturer narrative:
January 4, 2010. This event concerns a device that was manufactured and used outside the united states. Method - device follow-up files were analyzed. (B)(4). Ventricular noise sensing was confirmed through egms analysis; moreover, the phenomenon was reproduced during the follow-up upon breathing, so a myopotential origin is probable. Egms analysis shows that noise episodes occur mainly during the day: since the v lead was positioned in the apex, the tip-diaphragm distance could be reduced by the stand-up posture. This point is consistent with the physician's proposal: add a v detection lead on the septum. All the episodes were detected through the highest v sensitivity (0.4mv). Since the induction procedure was performed with 1mv sensitivity, the detection threshold could be set to a higher value without compromising the safety margin. The sales rep reported that the problem was certainly due to pt condition. The physician decided to add a pacing lead (screw) on the septum. This procedure solved the noise sensing problem. Tachy lead and ovatio device remain implanted.